Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was programmed for 20 ml/hr of lactated ringers with a total available volume of 900ml. Two hours later an air-in-line error was discovered. IV bag was empty and pump was supposedly still programmed correctly - this was verified by another registered nurse and registered nurse manager. The IV pump was then removed - md and patient notified. There was no harm to patient.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was programmed for 20 ml/hr of lactated ringers with a total available volume of 900ml. Two hours later an air-in-line error was discovered. IV bag was empty and pump was supposedly still programmed correctly - this was verified by another registered nurse and registered nurse manager. The IV pump was then removed - md and patient notified. There was no harm to patient.